Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter segment that was elliptical in shape. The proximal portion of the catheter was not returned. A split was noted approximately 0.5cm from the proximal end of the catheter segment. A kink was also noted on the proximal portion of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the split on the proximal portion of the catheter segment were noted to be uneven. Aspiration was attempted and was unsuccessful as only air returned within the in-house syringe. Therefore, the investigation is confirmed for the reported catheter fracture, suction issue and identified material separation, catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2022, a patient underwent a port placement procedure using the powerport isp m.r.I. Post placement, on (B)(6) 2026 it was reported that the port initially showed no blood backflow during confirmation, the catheter was later found to be ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport isp m.r.I. 3 years 2 months and 16 days post procedure, it was reported that although the port initially showed no blood backflow during confirmation, the catheter was later found to be ruptured. There was no reported patient injury.